Manufacturer narrative:
Reliability engineering evaluated the product, and confirmed the condition., loose foreign material was found. If any additional info is received, a follow-up will be sent. (B)(4).

Event description:
Report 3 of 7 from tokyo reported debris in sterile packaging. It is unk if the device was used in surgery. It is unk if there was pt/user injury or med intervention. The date of event is unk. If any additional info should become available, this notification will be updated accordingly.